Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 49.0cm of the distal end was returned. External insulation abrasion was found at 31.4cm to 31.8cm from the distal tip. The etfe coating of the ring electrode sensing conductors was intact at the abrasion site. Without return of the entire lead, a complete analysis could not be performed.